Manufacturer narrative:
This is the same event as 3010536692-2015-01945.

Event description:
Allegedly, patient was revised due to mom complications: pain; radiographic lucency at the bone prosthesis interface; elevated blood levels of chromium and cobalt:-right.